Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit was operational in safety mode (power broken) it was noted that the lock cylinder was worn during repair; and the pretest showed low rpm's and the vanes and lock cylinder were worn and soiled. It was determined that these were indicative of wear and tear over time. Therefore the reported condition was confirmed. It was also noted that the there was a hole in the hose near the muffler on location 1. It was determined that the hole was approximately 1 inch long. This is indicative of manufacturing problems with the hose assembly, improper assembly/manufacture. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during maintenance and inspection, it was observed that the motor device would not lock in place. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.